Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient's lead located at the l5 level. Surgical intervention was undertaken and during the procedure the lead located at the l4 level migrated. Both leads were explanted and replaced.